Manufacturer narrative:
This report is submitted on september 22, 2017.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). Revision surgery to reposition the magnet is scheduled; however, yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2017 to replace the magnet. The implanted device remains.